Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to device shadowing and patient anatomy. The reported slda was due to the reported poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance as another clip was attempted to be implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and thick anterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a mitraclip xtw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and due to patient anatomy, a decision was made to not implant the clip. Therefore, the second clip was removed from the patient and the procedure was discontinued. There were no device issues with the second clip. The mr was reduced to a grade of 3. It was noted that the patient was stable the whole time. There were no adverse patient effects and no clinically significant delay in the procedure.